Event description:
One screw broke with torque of driver. Two screws stripped.

Manufacturer narrative:
The information provided herein is in response to the FDA letter dated august 19, 2009. The medical device report indicates the device was returned to you. Please provide the final results of any failure analyses performed, including a description of methodologies used, identification of failure modes and any conclusions drawn. A visual examination was conducted and confirmed both variable locking screws were stripped (part nos. 14-401530, 14-501535) and the fixed non-locking screw (14-402024) had a torsional failure across the screw head. There was visual wear on the threads of the head of the variable locking screws. On one variable locking screw the threads had been deformed (rolled over) along the length. The fractured screw was sent out for failure analysis and torsional failure was confirmed. In-house testing was performed to determine the failure mode between the screw and driver as well as insertion torques required to insert screw into the foot. In one application, an 18 in-lb torque was repeatedly applied to simulate repetitive use and no screw or driver failure was detected. Torque to failure was then applied with failures occuring between 21.5 and 25 in-lbs causing either the screw to strip or the driver to break. In the second application, insertion torques into the foot were measured and found to be 2 and 6 in-lb when drilled and approximately 13 in-lb when not drilled. Screw stripping could only be reproduced when improper technique was utilized. The only failure occured when the screw was not pre-drilled, inserted with the driver not fully seated and with misalignment of the driver during insertion. These factors cause excess wear during insertion and eventually screw stripping. The root cause could not be determined based on the available information. The wear on the shaft of the screw threads indicates that the screw was inserted with interference requiring increased torque for insertion.

Manufacturer narrative:
Additional parts involved: catalog nos: 14-401535 and 14-401530. Lot nos: am6178 and am6177.